Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. Boston scientific technical services (ts) discussed the shock impedance for this patient was normally high and continued monitoring. No adverse patient effects were reported.